Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported an air embolism occurred. Later in recovery, the patient experienced a stroke. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. It was noted that access to superior vena cava (svc) was extremely tortuous. Post-transseptal puncture (tsp), a versacross fixed curve sheath/dilator was exchanged for a watchman trusteer sheath. After removing dilator and wire, the physician attempted to aspirate the sheath with the valve shut. Physician pulled air into syringe and then noticed small amounts of air in the left atrium (la) and left atrial appendage (laa). Hence, the physician exchanged trusteer for a watchman fxd curve sheath. After removing dilator and wire, an attempt was made to aspirate again which also pulled mostly air. The 31mm watchman device inserted and implanted successfully in patient. Air bubbles were noted to be trapped behind the watchman closure device, and remaining small bubbles were noticed in the left atrium and left ventricle (lv). There was no st elevation or cognitive disfunction noted. The patient was hospitalized overnight. While in recovery, electroencephalography (eeg) noted that the patient experienced a stroke as the patient was unresponsive. The patient has gone to rehab and had weakness in the lower left extremities. The MRI presented the outcome of remote left frontal lobe infarct and numerous right hemisphere infarct. The patient was reported to have recovered almost completely with some residual left-sided numbness. Accessing the inferior vena cava and superior vena cava with rf wire was difficult. Only the guidewire was present during the exchange form trusteer to fixed curve. Act was therapeutic. It was attempted to lighten the sedation and wake the patient. The patient has been discharged to rehab with some remaining lower left extremity weakness.the device is not expected to be returned for analysis.